Manufacturer narrative:
The bed evaluation performed by an arjo service technician revealed damaged control module placed on the side rail. The up button was damaged (got stuck). It is unknown what caused the damage to the control panel module. The faulty side rail was replaced which solved the issue. The review of complaints and device inspection results indicates that the control panel button failure (stuck button) found during inspection might have led to the observed unexpected bed movement. The main factor that could lead to the button being stuck might be related excessive external force used. Since it is unknown what caused the damage to the control panel module, the root cause of the damage is impossible to confirm. The instructions for use for enterprise 9000x bed (746-591-en_11) includes the following information: ¿check that the patient controls, caregiver controls and attendant control panels operate correctly ¿ weekly. To sum up, the arjo device failed to meet its performance specification since the backrest was moving without any commands being given. There was no indication of the patient's involvement.this complaint is deemed reportable due to allegation of an unintended movement of the bed.

Event description:
Following the information gathered, there was an indication of an unintended movement on the enterprise 9000x bed. It was reported that the bed backrest was raising on its own. There was no indication that the bed was used with a patient. No injury was reported.